Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up visit, lead dislodgement was observed. The lead was explanted and replaced when lead revision was unsuccessful due to the helix being unable to extend or retract. The patient was in stable condition post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.